Event description:
On (B)(6) 2015 it was reported that on (B)(6) 2015 the patient's device would be explanted due to irritability/behavioral and constantly screaming. The parents requested removal. The patient's device was explanted on (B)(6) 2015 and product return attempts were made but the device has not been received to date. It was later clarified that the vns was disabled in (B)(6) 2015 as it was causing him to be irritable; the voice changes bothered him and was deterring him from doing well in school per the patient's parent. The physician reported that the events were first observed on (B)(6) 2015 but have occurred since placement. The screaming/irritability was not believed to be due to any sort of painful stimulation. The patient's device was turned off which resolved the screaming. The behavioral irritability/screaming is believed to be associated with stimulation. Although the patient's diagnostic results were requested, they were not provided. The patient's settings were noted to last be at an output of 0.75ma and magnet output of 1ma prior to disablement.

Event description:
On (B)(6) 2015 the explanted generator and lead were received for product analysis on 11/16/2015. Product analysis was completed on the lead. A portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion. Product analysis has not yet been completed on the generator.

Event description:
On 12/14/2015 product analysis was completed on the generator. An end-of-service warning message was verified in the product analysis lab and found to be associated with the output being disabled by the pulse generator. Burn marks were observed on the pulse generator case, which indicated that the pulse generator may have been exposed to an electro-cautery tool during device explant. A reset of the pulsedisabled bit in the generator memory was performed to allow for an output to once again be provided by the generator for subsequent testing. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications.